Event description:
When the physician used the subject device during a hemihepatectomy, the subject device came into very brief contact with a stainless steel sucker during activating seal & cut output. Then warning tone sounded and the damage error displayed. The device was retired and case was successfully completed by alternative means. Upon visual check, the ptfe pad also appeared damaged.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for eval. This will be supplemented if device eval becomes available.